Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, the alleged malfunction cannot be confirmed at this time. If further information becomes available, a supplemental report will be submitted. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral 150 device displayed an error message (sf150) related to the electro-valve and stopped ventilation during patient use. The patient was manually ventilated and subsequently placed on a replacement device.